Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test and prime error alarm during prime test due to protruded/loose drive support disk. The motor passed motor test. The insulin pump was unable to perform occlusion test due to motor error alarm. The insulin pump passed displacement test and no delivery test. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had missing endcap sticker; cracked case at display window corner, minor scratches on lcd window and cracked reservoir tube lip.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump while priming. His blood glucose was 444 mg/dl, which he treated with the insulin pump. During troubleshooting, it was found that the insulin pump was not exposed to a strong magnetic field and the customer was not using the sensor feature on the insulin pump. He was unable to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.